Event description:
It was reported that during a remote follow up, oversensing was noted on the right ventricular (rv) lead. The physician suspected the oversensing was due to lead damage, however, it was not visually confirmed. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.